Manufacturer narrative:
The device was discarded, thus no investigation could be completed. Great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. While attempting to remove the ra lead with a spectranetics 16f glidelight laser sheath with its outer sheath, four attempts at advancement occurred through the patient's superior vena cava (svc) region before the patient's blood pressure dropped. Rescue efforts commenced immediately, including rescue balloon, pericardiocentesis, and sternotomy. Perforations were discovered in the svc and the rv and were repaired. The physician believed that over the years, the ra lead migrated extravascular within the svc, as observed during the repair. The rv perforation occurred during the pericardiocentesis, unrelated to any spectranetics device. The ra and rv leads were not removed. The physician did not attempt to unlock either lld prior to cutting and capping the llds within the leads; both leads/llds remained within the patient (MDR #1721279-2023-00029 for ra lead/lld, MDR #1721279-2023-00030 for rv lead/lld). The patient survived the procedure, recovered, and will be re-operated in surgery at a later date for the total lead extraction. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.